Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's both eyes as the patient was not happy with the results. The patient was unhappy with the "motion sickness/headaches/extreme light sensitivity" during post-op week 6 follow-up examination. He had complained about these symptoms earlier in the postoperative period with his referring optometrist (postop week 1-3). The pre-operative visual acuity was +2.75 -1.00 x 100: 20/30-2 and that after the implantation with the original lens was -0.25 -1.00 x 029: 20/20. Another competitor lens of same diopter was used as the replacement and visual acuity post replacement was -0.50 sph 20/20. The patient is now happy and visual complaints have completely resolved. No other information was provided. This report captures the lens explanted from right eye and a separate report has been already filed for the lens explanted from left eye.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between feb 21, 2022 and jun 17, 2022. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause the complaint issues. Based on the return condition of the lens, no further product evaluation can be performed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.